Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose, diabetic keto acidosis on september 25, 2020 with blood glucose level was over 500 mg/dl. Customer experienced symptoms such as nausea, vomiting. Customer was treated with intravenous insulin. Customer allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and high pressure test and it was passed. Customer was using auto mode. Troubleshooting was in performed. The insulin pump will not be returned for analysis.